Event description:
It was reported that the pump's usb port was "not as stable." There was no adverse impact to the customer's blood glucose level. There was no adverse impact to customer¿s blood glucose level.